Manufacturer narrative:
One device was returned for repair with complaint of poor flow rate accuracy. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event log confirmed that no setting or other errors related to delivery failures were identified. Visual and functional testing was performed. The pump accuracy was within specification. However, it was close to the upper limit. The cause of accuracy problem was not determined because there is no problem the pump accuracy, and it is not reproducible. For accuracy, since it was close to the upper limit, the expulsor was adjusted. Perform all function tests and all passed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a small scratch on the lcd screen and poor flow rate accuracy (+6.6%). Event occurred while patient use, during patient administration. There was no patient harm reported.